Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that group b's strength was 2.0 in the treatment app, but it changed to 1.8. It could be returned to 2.0, but it was requested to consult with the primary physician if the frequency becomes more frequent. Implantation was done at one site, and no adaptive treatment was done because the intensity could be set on the treatment screen. Additionally, the therapy app says, "not found" and the handset and communicator are not connected often. Device was restarted and could be connected. Contributing factors were unknown. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received reporting that no further information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.